Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles broke during use. The following information was provided by the initial reporter: "inner needle (npe) broken in use."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles broke during use. The following information was provided by the initial reporter: "inner needle (npe) broken in use".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: three open 32g x 4mm pen needle samples were returned from lot. No. 9204977, cat. No.320561. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on all three samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles broke during use. The following information was provided by the initial reporter: "inner needle (npe) broken in use".